Manufacturer narrative:
The device was not made available for evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would not go into safe mode and was stuck in run mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.